Event description:
It was reported that the pacemaker clinic nurse felt a mild shock when connecting the printer into the universal serial bus (usb) slot. There were no injuries. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a mild shocking sensation when the printer was connected into the universal serial bus port. Analysis did note that the right keyboard hinge was broken, the rear display cover was broken and that the programmer failed incoming functional vxi test 1040a for left antenna connection. The keyboard hinge and rear display cover were replaced and the left antenna cable tightened to resolve all.